Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: pump reboot events were observed in the device's black box download. The battery compartment was found to be cracked. The battery cap was unable to maintain an electrical connection to the pump. A test battery cap was also unable to securely attach to the pump. Corrosion was observed in the battery compartment. Moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.